Manufacturer narrative:
Device was received for evaluation. During functional testing, an amx error was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an amx error during an unspecified process step. There was no patient involvement. No additional information is available.